Event description:
On (B)(6) 2018, (B)(6) reported that a wrist hook dorsal impactor (impct-whd) was found to have shown signs of rust on the handle. The nonconforming part was found during a tray replacement inspection and had no contact with a patient. This is the third time that this type of malfunction has occurred for this part.